Event description:
Sorin (B)(4) USA received information indicating that this lead was removed and replaced after approximately nine months of implantation due to dislodgement.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.